Manufacturer narrative:
Manufacturing site evaluation: failure description: at the tip of the instruments one of the two catches is missing. The broken off part was not enclosed. Investigation: used test- and analysis- equipment: microscope "keyence- vhx 5000" eq.-nr. 2000024840; digital-camera "panasonic dmc tz8". We made a visual inspection of the fracture surface of the broken off catch nose. Here we found the typically signs of a forced fracture. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are five further complaints with this lot and error pattern at hand. Conclusion and root cause: the root cause for the problem is most probable usage related. Rationale: without further knowledge about the circumstances it could be possible that the surgeon spread the downtube not completely with the removal key as mentioned in the IFU, so that the catch broke off during removal. Corrective action: a customer notification (field safety notice) is currently in preparation. The notification will be sent out to the applicable customers (internal CAPA ref. 700003727).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product ennovate mis downtube short. The original surgery being performed was a spine surgery. The patient had a successful surgery and no further intervention was required. Upon inspection in sterile processing after surgery, sales representative noticed instrument was broken and the tip was missing. The missing piece was not located and the facility was not able to state when and where the missing component broke off. The adverse event is filed under aag reference (B)(4). Associated medwatch report: 9610612-2020-00089 (B)(4).